Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial under sensing was noted, at times possibly triggering atrial tachycardia (at) / atrial fibrillation (af) device classified termination of at/af events. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.